Manufacturer narrative:
D9: added devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 79-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of prior coronary artery bypass grafting (CABG), known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. Access was obtained using ultrasound and micropuncture without difficulty, with a normal 35° angle of entry. The impella cp was placed and started without issue, using single-access technique with a companion sheath. Shortly after insertion, the patient developed significant bleeding from the bottom of the introducer. The physician initially suspected the venous sheath but ruled this out. Attempts to tighten the pre-closed perclose sutures did not resolve the bleeding. Concurrently, the team was experiencing difficulty achieving the target act despite multiple boluses. Given the patient¿s very high-risk procedural status, the physician elected to remove the impella and abort the procedure due to these combined concerns. A discussion occurred regarding a potential introducer swap; however, the physician declined due to risk of damaging the perclose sutures or arteriotomy. The plan was to reassess and attempt the pci on a later date with impella support. The reported major bleed requiring medical removal is consistent with access-site complications and anticoagulation requirements associated with impella support. The persistent access-site bleeding, unresponsive to immediate measures and compounded by anticoagulation management challenges necessitated prompt impella removal to prevent further vascular injury and uncontrolled bleeding. The patient survived to explant.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes were updated accordingly based on the completed investigation. The cause of the bleeding was not determined, due to no defect found on the returned device and insufficient clinical details.

Manufacturer narrative:
Additional information was received from company representative. They are unsure if there was an actual malfunction of the introducer. The introducer has already been returned for evaluation. The introducer was removed and procedure was rescheduled for two days later. The investigation is underway therefore once completed a supplemental report will be sent.